Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported a procedure was performed on (B)(6) 2013 due to patient experiencing arthritic pain, and where the synthes trochanteric fixation nail system (tfn) was being replaced with a competitors hardware. The first device removed was a proximal screw, followed by the removal of two distal locking screws of unknown length, and last the tfn system. All synthes devices were removed and were returned to patient. It was not confirmed by surgeon if the arthritic pain was caused by the synthes tfn system. This report is for a 11mm/130 deg ti cannulated trochanteric fixation nail 400mm/right. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
It was reported the implant date is unknown, but occurred approximately six months prior to the date of explant.